Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the desktop charger (dtc) had a broken connector pin, the patient was unable to charge the ins recharger (insr). A replacement dtc was sent and return of patients dtc requested. The patients family member reported that the ins was dead and were experiencing a lost stimulation, with a return of pain. No addition symptoms or additional complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.